Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead perforated the patient's heart wall. A revision procedure was performed, and the lead was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Could not confirm allegations with analysis of the lead. Visual observation results: -complete lead was returned. -dried blood/body fluid noted in the helix housing and past the neck region. -helix is retracted. Test results: -continuity test with manipulation: passed. -hipot test per specification: passed. -stylet insertion test: not performed. -helix mechanism test: not performed.

Event description:
It was reported that this right ventricular (rv) lead perforated the patient's heart wall. A revision procedure was performed, and the lead was removed, replaced, and returned for analysis. No additional adverse patient effects were reported. Additional information indicated that patient reported lead malfunction during initial implant which dislodged and was replaced.